Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. Prostatic cancer and bony metastasis were observed as complication. The patient's anatomical form was not suitable for aaa repair since proximal neck was an inverted funnel shape (the diameter of the proximal neck increase from 20mm to 24mm) and a 10mm short neck. The procedure was performed as labeled. Final confirmatory angiography revealed a proximal type I endoleak. The body extension was placed, however, it was not valid. Then another manufacturer's xl stent was placed. The procedure was completed since the endoleak was resolved. The patient is fine.

Manufacturer narrative:
Endoleaks are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. In regard to this complaint, per the IFU the device is indicated for use with patients having an infrarenal aortic segment with a length of at least 15mm. The IFU warns that an infrarenal aortic segment with an inverted funnel shape (greater than 10% increase in diameter over 15mm) may affect successful exclusion of the aortic aneurysm. Patient anatomy resulted in a type 1a based on the information provided. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.